Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the readings comparison was done is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.

Event description:
Customer reported that during a "routine" hospitalization she received a reading of 85 mg/dl on her adc blood glucose meter, which was higher than a reading of 45 mg/dl received by the lab, within 10 minutes of each other. The readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.